Event description:
Lpn was finishing checking a bp on pt and upon removing the cuff, the pt stated "something just flew in my eye, from that cuff" he began rubbing and touching his right eye. After a few seconds, he stated that he felt like whatever was in his eye had moved to the inner corner. Dr. Was notified and he noticed an object in the corner of his right eye. He numbed the eye with proparacaine and using a sterile q-tip, removed a 0.5mm piece of what appears to be velcro, which came off the cuff when it was being removed.